Event description:
It was reported that the right ventricular (rv) lead had a ventricular lead warning that was listed from over a year ago. The lead trend indicated high impedance. During a routine change out, the rv lead showed intermittent capture and varying high impedance measurements. The rv lead was capped and replaced. During the same procedure, the atrial lead was accidently nicked by the physician and was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.